Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # unknown. Batch # unknown. It was reported by customer that 20ml syringes with no markings. Verbatim: rcc received a complaint via email. Email(s) attached. Notification number (B)(4). Notification created date 3/16/2022. Notification description 20ml syringes with no markings. Component number 26007. Component description lts 20 ml luer-lok syringe. Component lot serial number (B)(6). Regulatory date reported 3/19/2024. Regulatory reference number 1423395-2024-00147.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate to pr (B)(4). This MDR will be void.

Event description:
Duplicate to pr (B)(4).

Event description:
Additional information received: 1. Can you please provide an exact date of event in this format dd-mmm-yyyy? 06/01/2021. 2. Lot number [302602] was not found with our records, kindly provide the actual lot and material number. 301031 - 0302602. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No. Material # 301031; batch # 0302602. It was reported by customer that 20ml syringes with no markings. Verbatim: rcc received a complaint via email. Notification number 200487318. Notification created date 3/16/2022. Notification description 20ml syringes with no markings. Component number 26007. Component description lts 20 ml luer-lok syringe. Component lot serial number (B)(6). Regulatory date reported 3/19/2024. Regulatory reference number 1423395-2024-00147.

Manufacturer narrative:
(B)(4) follow up: it was reported there was a 20ml syringe with no markings. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no scale marking. No other defects or imperfections were observed. This defect could occur if the printing drum became misaligned after a jam. A device history record review was completed for provided material number 301031, lot 0302602. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. All processes and final inspections complied with specification requirements. There was a quality notification issued. This unit could have been an escape from this quality notification. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.